Event description:
There was a leakage in the hub of the cypher (crb28350) device. The problem is the seal of the hub was leaking pressure from insufflation. The problem was solved by using a competitor product after trying the same with other. There were no consequences to the pt. The physician was performing a coronary angioplasty.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.